Manufacturer narrative:
Reported event: an event regarding infection and wear involving a trident liner was reported. The event of infection was not confirmed, while the event of wear was confirmed via provided photos. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photos present an explanted liner with excessive scratch/ wear marks on the device. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. Conclusions: it was reported that the patient's hip was revised due to early sign of infection. Upon removal of the original poly the surgeon pointed out that the surface was scratched and worn. The reported device was not returned however photographs were provided for review. The photos present an explanted liner with excessive scratch/ wear marks on the device. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient due for revision surgery due to early sign of infection. Upon removal of the original poly the surgeon pointed out that the surface was scratched and worn. Original implant within 6 months of removal caused concern. Photos were taken and the surgeon requested the explanted prosthesis.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient due for revision surgery due to early sign of infection. Upon removal of the original poly the surgeon pointed out that the surface was scratched and worn. Original implant within 6 months of removal caused concern. Photos were taken and the surgeon requested the explanted prosthesis.